Event description:
It was reported that loss of capture and inappropriate pacing resulting in arrhythmia were noted on the right ventricular (rv) leadless pacemaker (lp). Diagnostic imagined was performed and the lp was found to be dislodged inferior to original implant position, in the apex of the rv. The patient was reported to have a low heart rate, however, began developing ventricular tachycardia (vt) and required external defibrillation and cardiopulmonary resuscitation. The patient stabilized and a revision procedure was performed. The lp was successively retrieved and repositioned to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A technical support investigation was performed; however, the results of the technical support investigation are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.